Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation.additional information has been requested, no response has been received to date.

Event description:
It was reported that a patient who underwent a laparoscopy-assisted distal gastrectomy expired a couple of days after surgery. The device didn't have any problem during surgery, but the operator (surgeon) is concerned with leakage in the area applied with device. The device was discarded. The complaint product is not available to be returned for investigation as it was been discarded at hospital. Even though product doesn¿t related with patient death, it was reported to health authority because outcome is death.